Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that the insulin pump was dropped in the ocean and received a button error alarm. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for pump exposure to fluid. The customer stated that she was wearing the pump while she stood in shallow water by the shore; an unexpected wave knocked her down. No other pump-related damage or issues were noted. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. The insulin pump will be returned for analysis and a replacement device was shipped to the customer; return material authorization was created.